Event description:
A surgeon reported that when attempting to load the patient data, the system appeared to start the loading process but would suddenly re-boot to the application to the login screen. They attempted to remove a number of old exams, but the behavior continued. A reboot was performed with no resolution. They removed all patient exams from the system, but the software continued to exit whenever loading patient data was attempted. The surgery was cancelled and rescheduled.

Manufacturer narrative:
Patient information is unknown. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. A medtronic representative checked out the system, he was able to recreate the reported behavior. The application would exit upon attempting to load a patient exam. He removed and reinstalled the application. After reinstall of the software application the system performed properly.

Manufacturer narrative:
Patient information provided. Patient weight was unavailable from the site.